Manufacturer narrative:
(B)(4). Batch # n5303n; date of mfg 01/13/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. The analysis found that the ec60a device was received in good visual condition and with four ecr60b reloads present. The cartridges reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n53199. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the lot number you provided, n0935t, does not correlate to a correct lot number for this device. Do you have the correct lot number?

Event description:
It was reported that during a laparoscopic lobectomy procedure, the staples malformed with irregular shapes on the first firing with the blue reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.